Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4). At 2:00 pm, the result from the laboratory using hemosil recombiplastin reagent was 3.9 inr. At an unknown time but within 5 minutes, the result from the meter was 2.5 inr. The meter showed a time of 2:47 pm on (B)(6) 2028. The date and time were set incorrectly on the meter. The patient's warfarin was adjusted based on the laboratory result. The therapeutic range was 2.0-3.0 inr and the testing frequency fluctuates based on the results.